Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) had bacteriumia and was explanted. It was noted that the patient has had multiple pik lines and multiple hospital visits; therefore, the physician does not believe it is from the system. However, the explant form indicated that the cause of the infection was unknown. It was also noted that the patient was not symptomatic and was not pacer dependent.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.